Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via e-mail that a ar-4501 meniscal clinch suture tip broke off. This occurred on (B)(6) 2021 during an acl reconstruction when the suture was passed and upon insertion and taking it to the most posterior part of the meniscus the tip of the suture folded. Upon lowering the point the peek did not go down and after trying hard to lower it the point passed. The second point was lowered and upon reducing and removing the suture from the joint the tip broke off and remained inside the joint. The tip was removed with a kelly and the case was completed passing another point. There was no patient effect reported.